Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). It is unknown if there are plans to re-implant the patient with a new device.